Manufacturer narrative:
E1: customer phone = (B)(6). H3: device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure involving treatment below-the-knee via ipsilateral access in the femoral artery, an advance 14 lp low profile balloon catheter¿s balloon ruptured. The device was stored vertically, and the package was not damaged. The anatomy was reportedly calcified and the lesion, located in a vessel below-the-knee, was one hundred percent occluded. An unspecified inflation device was used to inflate the balloon to an unknown pressure for an unknown duration; however, the balloon reportedly ruptured upon the first inflation. The balloon was removed by itself, and another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Summary of event: as reported, during an unspecified procedure involving treatment below-the-knee via ipsilateral access in the femoral artery, an advance 14 lp low profile balloon catheter¿s balloon ruptured. The device was stored vertically, and the package was not damaged. The anatomy was reportedly calcified and the lesion, located in a vessel below-the-knee, was one hundred percent occluded. An unspecified inflation device was used to inflate the balloon to an unknown pressure for an unknown duration; however, the balloon reportedly ruptured upon the first inflation. The balloon was removed by itself, and another device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Corrected information: h6: annex a investigation evaluation: reviews of the complaint history, device history record (DHR), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. A pin hole leak was noted near the distal bond of the balloon. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the anatomy was calcified and the lesion was one hundred percent occluded. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.